Event description:
Event description cpi received information that a patient with this endotak down-sized plus lead (0125) had oversensing episodes with atp delivery. The pace/sense portion showed insulation damage. The physician elected to capp the rate sensing portion, and implant a new pace/sense electrode. The shocking portion of the lead remains active.